Event description:
During clinical inservicing of the bvs 5000 console, it was found that there was no left side drive pressure. Field service examined the unit and found the isolation valve set screws were loose. This was corrected. The system was not being used on a pt.